Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015, and the patient was reimplanted with another device during the same surgery. This report is filed may 16, 2015.

Event description:
Per the clinic, the patient underwent a skin flap reduction surgery (date not reported) due to poor magnet retention. The implanted device remains.